Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead had experienced a fall five years ago, and subsequently an increase in the pacing impedance measurements was noted, though still within range. Later, the measurements went high out of range. Technical services (ts) indicated that this behavior was consistent with lead damage and possible lead fracture. In addition, the physician intended to perform a magnetic resonance imaging (MRI) on this patient, but the lead condition affected the MRI conditional status of the system, leaving the decision to proceed with scanning at the discretion of the managing physician and facility. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead had experienced a fall five years ago, and subsequently an increase in the pacing impedance measurements was noted, though still within range. Later, the measurements went high out of range. Technical services (ts) indicated that this behavior was consistent with lead damage and possible lead fracture. In addition, the physician intended to perform a magnetic resonance imaging (MRI) on this patient, but the lead condition affected the MRI conditional status of the system, leaving the decision to proceed with scanning at the discretion of the managing physician and facility. No adverse patient effects were reported. This lead remains in service. Additional information indicated that the MRI was not performed. No adverse patient effects were reported. This lead remains in service.